Event description:
Urinary catheter balloon deflated spontaneously and catheter fell out of patient. Crack noticed in catheter near inflation port. When retesting balloon after the catheter fell out, water leaked from crack.